Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was then hospitalized with diabetic ketoacidosis and an elevated blood glucose (bg) level as high as 619 mg/dl. When the customer left the ER, the customer was tired and dizzy. Reportedly, the ketone level was very dangerous. However, the customer reported that no injury occurred from the event. The customer attempted to address bg level with a bolus via the pump and a manual injection. However, it was reported that the cartridge leaked from the patient line. The customer was treated with intravenous saline and manual injections. The customer was released from the hospital on (B)(6) 2017. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.